Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician crossed the tricuspid valve and the delivery system went directly to the apex. The delivery system was repositioned to the septum and checked with contrast and the leadless implantable pulse generator (ipg) deployed. Pull and hold test performed and zero tines were engaged. At this time the patient had asystole (around 10 seconds) which was resolved with medication. When it looked like the patient's rhythm was stable another septal position was attempted. When second position was achieved, the physician checked placement again with contrast and the device was deployed. When the physician prepared to do pull and hold test the patient had a burst of premature ventricular contractions (pvcs) followed by asystole. Medication was administered and seconds after that the patient had low blood pressure, asystole, low oxygen saturation and blood was seen on the pericardium. Pericardiocentesis was performed while the physician was trying to align the delivery system with ipg to recapture and remove the system. After several attempts without success, while the patient's health was deteriorating, the physician decided to remove the system without recapturing the device. The patient received a temporary pacemaker, was stabilized, and admitted to the intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis information - mc1vr01 the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4). Analysis information - mc1vr01-delsys the delivery system was returned and analyzed. Analysis indicated the catheter was kinked/buckled-damaged during use. Returned on 2016-06-30. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.